Manufacturer narrative:
The child is doing well with her new implant.

Event description:
The pt reported decreasing performance with her device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery has not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.